Event description:
A patient's wife reported that with a recent batch of v-go devices, six devices failed to adhere properly. Despite follow-up attempts to obtain additional complaint and product information, the patient declined to provide further details. The devices are not available for return.